Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 10.0mmx20mmx80cm (5f) sterling balloon catheter was advanced for dilation. However, during third inflation at 10 atmospheres, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.